Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke in half but it was still attached to the unit, so nothing had to be removed from the patient¿s leg. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was retuned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. A microscopic inspection was conducted. The plastic c-ring on the cannula was observed to be melted and cut in half longitudinally between the flanking curved areas. The transected half was not reported to have dislodged into the patient. The scope wash tubing and c-ring remained attached to the cannula. The metal wire with the other half of the c-ring was detached from the cannula. It was observed that the metal wire was broken off from the cannula. The metal wire and the other half of the c-ring were returned for evaluation. Based on the returned condition of the device as returned, we are able to confirm the reported failure mode "break, cannula; c-ring cut". The DHR for the cannula subassembly was reviewed. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke in half but it was still attached to the unit, so nothing had to be removed from the patient¿s leg. The hospital did not report any patient effects.